Event description:
Procedure: thoraco/lobectomy.according to the reporter: when it was retrieved from the patient after the specimen was caught and the bag was closed, the bag broke. A new one was opened to complete the case with no problem. No patient harm. The status of the patient is good. Nothing fell into the cavity and there was no bleeding exceeding 500cc.

Manufacturer narrative:
(B)(4).